Event description:
It was reported that a patient "had an accident" while he was moving into a new house. The patient's therapy had changed and he was worried that the "paddle" had moved. It was stated that there was a "definite" change in stimulation since the accident. Additional information has been requested, but was not available at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).